Event description:
A customer reported an issue with their freestyle meter. The customer's meter was returned and testing confirmed the memory overwrite malfunction on 19 feb 07. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.